Manufacturer narrative:
Follow-up # 2 date of submission 10/11/2016-device evaluation: the pump has been returned and evaluated by product analysis on 09/19/2016 with the following findings: a review of the pump black box showed that the data from the event date had been overwritten due to continued pump use. The current black box showed multiple pump reboots. During a visual inspection of the pump, the battery compartment was found to be cracked with damaged threads. The returned battery cap had damaged threads and continued to spin. The battery cap contact dimensions measured within specifications. The pump was exercised for 24 hours with the returned battery cap and no power loss or reboots occurring. The pump case was removed and no evidence of moisture or loose components was found inside the pump. The complaint of intermittent power issue was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (intermittent power) issue. Reportedly, there was an intermittent power issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.